Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the initial procedure was performed on (B) (6) 2008. The target lesion was the distal circumflex with 2.5 reference vessel diameter, 12 mm length and 60%stenosis. A 2.5 x 12 mm pico elite stent and 2.5 x 8 mm promus stent were implanted with timi flow 3. The patient was discharged on (B) (6) 2008. On (B) (4) 2009, the patient underwent angioplasty in the distal circumflex with 35% post treatment diameter stenosis. The event was resolved on (B) (4) 2009. At the time of the event, the patient was taking clopidogrel. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the product instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.